Event description:
It was reported that the cannula's package had a tiny hole in it, which compromised the sterility field. Therefore resulting in the hospital in (B)(6) rejecting the product. No contact to patient.

Manufacturer narrative:
Device evaluation anticipated upon product arrival.

Manufacturer narrative:
Evaluation: the returned arh201190ta device was evaluated by quality engineering and manufacturing engineering at edwards (B)(4). The device was returned in the original sealed edwards pouch. The report of pouch damage was confirmed. A small puncture hole was identified on the tyvek side of the pouch. The puncture penetrated through the tyvek but did not puncture the clear nylon. The customer marked the hole with a blue circle and arrow. No additional issues were identified with the returned arh201190ta device. A device history record (DHR) review was completed and no non-routine non-conformances were identified during the manufacture. The report of pouch damage was confirmed; however, the root cause of the puncture cannot be determined in as much as it cannot be determined when the pouch was damaged. A CAPA will not be initiated. The root cause of the reported issue could not be determined; hence, a manufacturing defect cannot be confirmed and a product risk assessment (pra) will not be initiated. Trends will continue to be monitored and appropriate investigations obtained.